Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The same day as onset, the patient presented to the emergency room for cloudy effluent and was hospitalized for the peritonitis event. The same day the patient was started on unknown antibiotic therapy (dose, route and frequency not reported). The cause of the peritonitis was unknown. The patient was discharged 5 days after admission. Pd therapy was discontinued for at least six weeks and put on hemodialysis then dianeal therapy was re-introduced. At the time of this report the patient was recovered from this peritonitis event. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd895961 . There were no issues detected during the manufacturing process. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.